Event description:
Baxter reports that a spike of a transfer set was broken. How long the set was in use is unknown. There is no patient injury or medical intervention according to the international affiliate.